Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported having ongoing o2 mismatch alarms. Complainant did not indicate patient harm.

Manufacturer narrative:
The customer did not return the defective device for evaluation but did provide the device logs for review. Technical support was unable to duplicate the customer's reported issues, but technical failures were observed in the log review. A field service engineer (fse) went on site to verify that there were no issues with the tubing. The device passed all testing. The o2 sensor will be replaced as a precaution to reduce the likelihood of recurrence.